Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that signal loss occurred. According to the patient, on (B)(6) 2026, she was experiencing signal loss on her dexcom mobile app consistently for 2 days. The patient was also wearing an omnipod insulin pump. Due the signal loss issue, the patient stated she was ¿too far gone into diabetic ketoacidosis and had to go to the hospital¿. No patient symptoms were reported. No further event details were reported including any medication or treatment details or the patient¿s length of stay in the hospital prior to being discharged. It was noted that once the patient was discharged and at home and the signal loss continued. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. The patient was ¿fine¿ at the time of report. No additional patient or event information is available. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.